Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 3487a, lot#: j0461505v, implanted: (B)(6) 2005, explanted: (B)(6) 2011, product type: lead. Product ID 3986a, lot# n257095, implanted: (B)(6) 2011, explanted: (B)(6) 2011, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient that reported that the patient had spinal cord stimulation in 2003 to 2004. The patient fell and broke a wire in (B)(6) of 2008 and they replaced it in 2011 with one and it didn¿t work, so two weeks later, they put in another one.

Event description:
Received information the patient fell in (B)(6) 2010 and the lead is fractured. Hcp is trying to determine if the patient would be a good candidate for a rechargeable ins. Additional information has been requested and if received a follow up report will be sent.